Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps base was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the event occurred due to the use of a high-frequency processing instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use: 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps base. There was no patient involvement.